Event description:
It was reported that the patient had shortness of breath and fatigue. The atrial lead was found to be oversensing and inhibiting atrial pacing. Noise was seen with left arm movement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.